Manufacturer narrative:
The insulin pump passed displacement test. Basic occlusion test, occlusion test, prime test, and excessive no delivery test were not performed due to cracked end cap. The drive support disk inspected no anomalies noted. The device had minor scratches on the lcd window and reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose level was 540 mg/dl. The insulin pump had a large crack close to the drive support cap and the drive support cap was sticking out. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.